Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, resistance was felt and noticed that the proximal end of the stent had burred. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.00 x 32mm stent delivery system catheter was returned for analysis. Examination of the stent identified stent damage. Stent struts in the proximal region were lifted from the crimped stent position and pulled distally. The undamaged stent outer diameter was measured using snap gauge and the result was 0. 0395, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no signs of damage. Examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, upon removal, resistance was felt and noticed that the proximal end of the stent had burred. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported.